Event description:
The patient experienced a shocking or jolting sensation, at the lead site, that lasted for 2 weeks. She was at home. She currently sees her primary care physician and is looking for a new pain management physician. Additional information has been requested.

Manufacturer narrative:
(B) (4).